Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the procedure, it was observed the right atrial (ra) lead had a high out of range impedance, and the guidewire could not be inserted completely into the ra lead. The physician used another lead to complete the operation. The patient suffered no adverse consequences.

Manufacturer narrative:
The reported events of ¿impendence of the lead was over 4000o and the wire couldn't be inserted into the lead completely¿ was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: previously reported investigation conclusions should have been 67- no problem detected rather than 11 - conclusion not yet available.